Event description:
It was reported that this pacemaker was exhibiting farfield oversensing, and brady pacing not as expected. Technical services (ts) was consulted about the pacing rate and provided some guidance, noting that pacing appeared to be operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.